Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: the pump's black box and alarm history show call service 052 and 054 alarms on (B)(6) 2105. The pump was able to power on and perform the prime steps without any issues. The pump was then exercised for 24 hours on a 1 u/hour basal rate with no alarms occuring. The pump case was removed and no evidence of moisture or intermittent conditions were found inside the pump. Unrelated to the initial allegation, the battery compartment was cracked.